Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with stemi. An attempt was made to use one 3.50 x 15mm resolute onyx rx coronary drug eluting stent to treat a blocked, non-tortuous lesion with no significant calcification in the distal lad. No kinks or deformities were noted on the device prior to use. No issues noted during preparation. No difficulties were noted removing the protective sheath. Negative prep was performed and zero pressure was maintained. Pre-dilation was not performed. Resistance was not encountered and excessive force was not used. No issue were noted during delivery of the onyx through the previously implanted stent in the proximal lad. A 50:50 concentration of contrast to saline was used. It was reported that the lesion was wired and a 3.50x26mm resolute onyx stent was implanted in the proximal lad. The inflation device was used successfully during the deployment of the 3.50x26mm resolute onyx stent. Haziness was noted after stent was deployed in the lad lesion. It was suggested that the haziness may be due to a clot or a small dissection, distal to the first stent. An attempt was then made to deploy the 3.50x15mm resolute onyx stent distally. No calcification was noted around the 3.50x15mm resolute onyx stent. The balloon was initially inflated slowly to 10 atm and then raised to 12 ,14, and 16 atms. As the centre of the stent was not inflating, it was indicated to be dog-boned, but subsequently inflated fully. It was suggested that the issue was with the device and not the lesion. The device was not moved or re-positioned while inflated. The balloon then failed to deflate after one inflation attempt and caused the lad to become occluded. It was reported that the patient experienced pain. The balloon was removed from the patient by deep-throating the guide and using a snare. It was indicated that the stent was not deployed and was also removed using a snare. The patient was safely discharged.